Manufacturer narrative:
A revision procedure was performed. It was reported the lead was repaired during the revision. The available information suggests the lead remains in service with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this lead had a medical exam. Following the exam, the left ventricular pacing impedance measurement was greater than 2500 ohms and was exhibiting loss of capture. The pacing configuration was changed, and the impedance and pacing were normal. Later, the impedance measurement was again out of range. The lead was evaluated on x-ray, and it was noted the lead had fractured in two places. No specific adverse patient effects were reported.